Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information asthma. There was report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected reporting address state, box h: evaluation results code, component code grid and conclusion code grid, recall (z) number and b5 verbiage has been updated.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information asthma. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, the device was cosmetic found debris on lcd screen, 4 damage upper encloser, 6 bottom encloser damage. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.